Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis was performed and no anomalies were found. The packaging was extrinsically damaged.

Event description:
It was reported that the physician saw fungal growth and water droplets when the implantable pulse generator (ipg) package was opened. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. There was evidence of foreign material within the inner sterile package.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.